Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patients parent reported that on (B)(6) 2024, the pediatric patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient was vomiting every 2 to 5 minutes, feeling weak and very pale. The cgm was reading 4.2 mmol/l and the blood glucose reading was 32.0 mmol/l. The parents took the patient to the hospital and he was diagnosed with diabetic ketoacidosis (dka). The patient was treated with intravenous (IV) fluids, insulin and anti-nausea medication. The parents were advised to turn pump off so they can administer their own insulin and they treated the patient with insulin. At the time of the report the patient was still feeling unwell and vomiting. At the time of the follow up the patient was stable and doing ok. The patient was discharged on (B)(6) 2024. No data was provided for evaluation. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.